Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient saw his doctor a couple weeks ago and everything was fine. Last night the patient received an elective replacement indicator (eri) message on the patient programmer after ten months of implant. The battery voltage measured at 2.59v. The patient has been 'feeling a little different' and his balance was a little worse since the eri displayed. It was later reported that the battery was getting low. The battery voltage was measured at 2.58v and depleting 0.01v every couple days. It was suspected that the device may have a leak or something in the wires themselves due to the implant length. It was thought that the battery was depleting pretty quick. His device had high settings of 5.20 and 3.70. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 64002, lot# n251401, implanted: (B)(6) 2010, product type adapter; product ID 37642fd, serial# (B)(4), product type programmer, patient; product ID 3387-40, lot# j0527189v, implanted: (B)(6) 2005, product type lead; product ID 3387-40, lot# j0108063v, implanted: (B)(6) 2001, product type lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2001, product type extension. (B)(4).